Event description:
Abbott diabetes care (adc) received a (B)(4) declaration which reported the following information: a low reading issue was reported with the adc device. A healthcare professional reported 'lo' (< 2.2 mmol/l) readings with the customer's sensor. It was noted that the customer had already consumed sugary foods, but the sensor continued to indicate low. The customer was experiencing tachycardia, tachypneic, hypertensive, sweating, and feeling unwell, and the healthcare professional provided customer with additional glucose. Post-treatment, a capillary result of 17.1 mmol/l was obtained. The customer was put on unspecified infusion, advised to take insulin (dose/type unknown), and transferred to a health clinic. During transport, a capillary result of 23.4 mmol/l was obtained. At the health clinic, the customer was treated with 250 ml saline infusion, and held until blood glucose stabilized. The customer notified the healthcare professional later, that the sensor later gave a "replace sensor" and upon removal the customer noted the filament was not fully in skin and there was blood in the sensor. A new sensor was applied, which was found to be working properly. Adc customer service attempted to reach the healthcare professional reporter 3 times to gather further details, but was unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as it was indicated that the device was no longer available. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.